Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Patient was asymptomatic. Increased capture threshold was observed; externalized conductors were noted via diagnostic imaging. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.